Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary a sample was received and tested by our quality team. The 2426-0007 set was separated upon receipt and the customer's complaint was verified. The disconnected tubing below drip chamber was analyzed under microscope and there was a clear lack of solvent applied during production of this set. This is the root cause- improper solvent application by operator at manufacturing facility. This 2426-0007 set was manufactured on 26may2022 with 28,483 units produced. There was a relevant quality notification that is covered under the corrective actions in place.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set line came loose from the drip chamber and leaked. The following information was provided by the initial reporter: "one of our techs was priming lines and when they went to grab the fluid chamber at the top of the line, they noticed that the actual line itself was coming loose from the chamber... He put almost no force on the line and it doesn't appear to be cut, torn or broken. It simply looks like the two pieces were not appropriately bonded."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set line came loose from the drip chamber and leaked. The following information was provided by the initial reporter: "one of our techs was priming lines and when they went to grab the fluid chamber at the top of the line, they noticed that the actual line itself was coming loose from the chamber... He put almost no force on the line and it doesn't appear to be cut, torn or broken. It simply looks like the two pieces were not appropriately bonded."